Manufacturer narrative:
Based on the claim against the product noting bent tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The complaint regarding bent tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy - donor surgical procedure, the medium-large clip applier instrument tip was bent and did not fire properly (twists clips). The procedure was completed with no reported injury.